Manufacturer narrative:
Results: overdue major preventative maintenance.

Event description:
The customer reported obtaining erroneously elevated accutni (troponin I) results within the risk stratification range for 5 patients from the access 2 immunoassay analyzer. The customer stated that the patient samples were repeated on an alternate access 2 analyzer and accutni results within the normal reference range for all 5 patients were obtained. The customer had confirmed that there was no injury or change to patient treatment as a result of the erroneously elevated accutni results. The customer had initially called to troubleshoot a failed accutni quality control (qc) on all three levels before discovering the erroneously elevated accutni results for the 5 patients. (B)(4). Beckman coulter field service engineer (fse) was dispatched and performed an overdue major preventative maintenance (pm-c). The fse noted that the mixer speed was noted to be low and was adjusted to be within instrument specifications. The fse also noted that the dispense probe line 3 was found to be loose and issue was corrected by the fse. Instrument was then verified and results met published specifications. Failure mode were determined to be parts cleaned and replaced by the fse during the major preventative maintenance as well as the mixer speed and dispense probe tubing.